Manufacturer narrative:
The report states: litigation alleges patient has suffered serious injury and harm including but not limited to constant and severe pain and discomfort in his lower back, thighs, groin, and area surrounding implants. It is further alleged that the patient is unable to get from a kneeling position to a standing position without the use of an aid or third party assistance. It is also alleged that due to pain and immobility from both hips, patient is no longer able to be active and participate in activities with his young child. It is also alleged that patient experiences popping and clicking sensations when going to and from a sitting position, metallosis damaging the bone and tissue surrounding the implant, other infection and inflammation of surrounding bone and tissue, a lack of mobility, and chromium and cobalt metal toxicity. Doi: (B)(6) 2007 - dor: has not been revised (left side). Doi: (B)(6) 2007 - dor: has not been revised (right side). Patient is a resident of (B)(6). Update: (B)(6) 2011 - the sales rep reported the right hip revision. The patient was revised to address pain. Dor: (B)(6) 2011. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges patient has suffered serious injury and harm including but not limited to constant and severe pain and discomfort in his lower back, thighs, groin, and area surrounding implants. It is further alleged that the patient is unable to get from a kneeling position to a standing position without the use of an aid or third party assistance. It is also alleged that due to pain and immobility from both hips, patient is no longer able to be active and participate in activities with his young child. It is also alleged that patient experiences popping and clicking sensations when going to and from a sitting position, metallosis damaging the bone and tissue surrounding the implant, other infection and inflammation of surrounding bone and tissue, a lack of mobility, and chromium and cobalt metal toxicity.